Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection did not take place. However, loss of cartridge detection occurred during testing. Eval revealed that the force sensor plate was dimpled. In addition, the force sensor was found to be out of calibration.

Event description:
During investigation, the pump did not detect the cartridge during the load cartridge phase.